Event description:
It was reported the tubing of a prismaflex st 150 set was observed to be "broken" and leaked fluid during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Adh11: prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed that the set return pre chamber line was disconnected from the deaeration chamber, which allowed the reported leakage. A non homogenous mark of solvent was visible on the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing disconnection was determined to be related to the inadequate application of solvent applied during the manufacturing assembly process. Should additional relevant information become available, a supplemental report will be submitted.